Manufacturer narrative:
The device was returned to an authorized resmed third party service center and an evaluation confirmed the reported complaint. The pneumatic block and battery pack were replaced to address the reported problems. The device was serviced and fully tested before it was returned to the customer. (B)(4).

Event description:
It was reported to resmed that an astral device failed to complete its internal self-test and had a battery issue. There was no patient harm or serious injury reported as a result of this incident.